Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 31jul2019 . Field service engineer (fse) evaluated the device and reported missing ventilator options and serial number. The reported condition was confirmed. (Fse) reinstalled software options and programmed serial number into unit. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported missing options on ventilator. The ventilator was in clinical use at the time of the event occurred. There was no report of harm or injury to the patient.